Event description:
A malfunction code was displayed, with no notable events occurring prior to this. There was no reported adverse impact to the customer's blood glucose level. The pump, still under warranty, was set for replacement by technical support. The customer was instructed to switch to a backup insulin delivery method and to place the pump into storage mode before returning it with a pre-paid label within ten days.